Manufacturer narrative:
The device was returned for evaluation and the unit was received with the shock cushion migrated into the handle hole. The 6" transitional showed signs of wear. The adjustment wrench was missing. General maintenance needed. The device history record was reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Repairs could not duplicate the issue the customer stated. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An inventory control analyst reported that the customer had a failure with a mayfield in the operating room; the patient came out of the unit. The set of items that were involved in the incident were the a2101 mayfield ultra base unit, a1059 mayfield modified skull clamp, a1113 mayfield neurogen adaptor, and the a1018 mayfield swivel adaptor. Additional information was received on 01mar2019 indicating that the skull clamp kept pressure however, the base unit slipped during the transcranial, transnasal, transorbital approach for resection of meningioma, anterolateral thigh free flap procedure on (B)(6) 2019. There was no harm noted on the patient. There was no surgery delay reported.